Event description:
The guiding pin for the locking sleeve came apart from the handle while demonstrating the handle in the foot. It is impossible to use the handle without locking sleeve. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained short handle has shown that the locking mechanism is indeed damaged. The bayonet pin is broken off therefore it is not possible to get it in a locking position. The exact cause which has led to this damage is undetermined however it is possible that too much mechanical force during repetitive use may have caused the breakage of the pin. The device history records were researched; the documents were reviewed and no discrepancies to the specification were found.